Manufacturer narrative:
The device was returned to zoll medical (B)(6). The malfunction was duplicated and the front panel membrane was replaced to resolve the malfunction. The device was recertified and returned to the consumer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to analyze. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.